Manufacturer narrative:
The device history records & complaint file have been reviewed & it is confirmed that the lot in question was manufactured in accordance with the specs. 7,178 dialyzers with this lot number were distributed worldwide. As far as this lot is concerned, no similar events have been reported to us except that two other events (2433215/1998/00004 & 00006) have been reported by the same initial rptr. In the section b.7 of the initial report, "unconsciousness" was reported as a preexisting condition. A correction has been made by the initial rptr that "unconsciousness" did not exist as a preexisting condition. Ref# =2433215-1998-4/6.

Event description:
After approximately 2 hours of initiation of dialysis the pt experienced hypoglycemia, low blood pressure, sweating, tachycardia & impending loss of consciousness. After administration of glucose, pt had recovered within 3-10 minutes. This pt had used b3-1.3a filtryzer 10 times before this adverse event occurred.